Event description:
It was reported that a pump triggered an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer had experienced this issue before with the same pump, which was still under warranty. Tandem technical support arranged for a replacement pump with updated software to be sent, and the customer was given instructions on how to handle the return of the problematic pump. The customer was also advised on how to transfer settings and connect their continuous glucose monitor to the new pump.